Event description:
It was reported that externalized cables were observed on the lead. The lead was replaced and the patient was in good condition after the procedure.

Manufacturer narrative:
(B)(4).